Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400. No evidence in the event log on accuracy issues. When performing testing on three different delivery the accuracy with in the published specification of +/-6%. No actions for the issue. No action taken as device passed all testing and no fault could be found.

Event description:
Investigation completed on a smiths medical ambulatory infusion pump cadd legacy 1 6400.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +10.8%. No reported adverse effects.